Event description:
It was reported that via remote transmission, an alert was received indicating the device was in back up vvi mode. A software download was successfully performed to restore the device to normal operation. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.